Event description:
On (B)(6) 2004, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On (B)(6) 2014, the patient presented with a rupture of the aortic aneurysm. It was reported the trunk appeared to have migrated distally (amount unknown). The cause of the migration is not known but the proximal neck may have enlarged to cause it. The same day the patient was implanted with a cook tx2 thoracic extension graft up to the renal arteries to treat the rupture. The patient outcome was reportedly good immediately post procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoprosthesis component migration and aneurysm rupture.